Manufacturer narrative:
(B)(4). The device history record for the reported lot number, aa5299n38, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample device was returned. The original packaging was not returned with the device. The product did not contain a lot number identification. The molded head, tube and balloon appears to be clean without any foreign substance on the exterior of the device. The balloon was infused with 7cc of water. Immediately, leakage was observed in the medial location of the balloon material. When viewed under magnification (50x), a small pin hole was seen on the medial area of the balloon. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from (B)(6) stating the transgastric-jejunal enteral feeding tube balloon was checked because the tube was coming out of the stoma. A pinhole was noticed in the balloon. The device was replaced. There was no reported patient injury. No additional information was provided.